Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display, no delivery alarm, high blood glucose levels and low blood glucose levels. Customer's blood glucose level went as low as 36 mg/dl and as high as 500 mg/dl. Customer treated their low blood glucose via glucose tablets. Customer treated their high blood glucose levels via manual injection. Troubleshooting was performed. Customer stated the battery was changed but the issue was not resolved. Customer alleged the insulin pump over delivered insulin which resulted in low blood glucose levels. The insulin pump will not be returned for analysis.